Event description:
It was reported a filter did not open completely following deployment via the femoral approach. A second filter was placed successfully without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow-up indicated the physician felt there was compression on the cava from an external source, however, a CT scan was not performed to confirm this. It was also indicated that flushing of he system was not continual/frequent througout the procedure. Co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during advancement and positioning. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."